Event description:
Boston scientific crm received information that a revision was performed after noting that the pacing impedance measurements were above 2000 ohms. During the procedure, it was discovered that the right ventricular defibrillation lead was not properly connected to this cardiac resynchronization therapy defibrillator (crt-d). Once the lead was reconnected to the device, all measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
Both the crt-d and lead remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.